Manufacturer narrative:
At this time, the lead remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during a left ventricular assistive device (lvad) implant the left ventricular (lv) lead was pulled back almost to coronary sinus. While testing, they inadvertently lost capture and put patient into ventricular fibrillation. Anti-tachycardia pacing (atp) was unsuccessful and shock was delivered. All lv vectors were tested, and none had capture below 5v. Additional information suggested that the lv lead was not planned to be revised or repositioned at this time. The lead remains in-service. It was reported that there were no adverse patient effects.